Manufacturer narrative:
It was reported that the robot displayed an impossible to load exam error message while the fse tried to import post-operative CT. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data log determined that the fse did not followed the IFU recommendations regarding the number of slices which can be imported. Therefore it can be considered as use error. Then application crashed due to .net runtime and application errors. UDI # : (B)(4).

Event description:
After a laser ablation surgery, shutdown occurred after multiple impossible to load the exam error messages while field service engineer attempted to load post-op CT. Error message was seen for exams # 3-6, some of which are duplicate exams. Slice number may be above 255 but not excessively large, and exam loading was successful after system re-initialization. No surgeon involvement, no patient involvement, no delay, no clinical consequences.